Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse performed system check and high sensitivity (hs) system check, which passed within specifications. The fse consulted the customer on sample handling. The unit conformed to the manufacturer's performance specifications. The customer stated there was a small blood clot sample that was re-centrifuged. The customer stated there had been issues with sample handling collection since switching to plastic lithium heparin tubes. The customer planned to re-educate the staff on proper sample handling techniques when collecting and handling pt samples. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer reported elevated troponin I (accutni) results, below the acute myocardial infarction (ami) cutoff, for two pts, involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.